Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H11: additional narrative. Zimvie did not receive one (1) item zfx02hld21 for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, and risk management file (rmf). Complaint history review was performed for the reported lot number 2212131600 for similar events and 5 other complaints were identified. Review completed utilizing keywords: ¿fracture¿ two of the complaints are without device returned. The other complaints are clear cases from overtorqing and long-therm use. There are no indications, that point to defects in the product. Based on the investigation and risk management file review as per rmf, the most likely root cause determined from the investigation was sudden breakage after overtorqing of the screwdriver. Therefore, based on the available information, a device malfunction was not established. The reported event could not be confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It is reported that the short screw driver ( ball part) fractured.